Event description:
Customer reports of not being able to exit the "preparing to prime" loop. Customer states that upon attempting to insert a new reservoir, insulin would continue to push out. Customer's blood glucose was 200 mg/dl. Customer was not able to troubleshoot. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.